Event description:
It was reported that atrial ventricular delay increased as ventricular insulation broke down and the lead is currently being used in unipolar polarity. It was also reported that there was muscle stimulation from unipolar pacing. Retrograde behavior and loss of atrial capture were also noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.